Manufacturer narrative:
The product evaluation has been completed. One opened lens box was returned missing the peel pouch and the directions for use (dfu). The lens was in the carrier, positioned incorrectly. Particulates, saline dendrites and dried solutions are visible on the optic. Visual inspection found one haptic bent. Functional testing cannot be performed due to the condition of the returned lens. The product evaluation could not determine the cause of the damage. The device history record has been reviewed and there were no anomalies or nonconformances identified that may be related to this event. There have been no other events reported for this product lot to date. The investigation is ongoing.

Event description:
It was reported that after the intraocular lens (iol) was implanted the patient¿s capsule broke, requiring an anterior vitrectomy. The incision was enlarged from 2.8 to 3.2mm to facilitate intraoperative removal of the lens, requiring two nylon 10.0.a sutures. The patient was left aphakic. Though requested, no additional information has been provided.

Manufacturer narrative:
Additional information to b5, g4, h2, h6, h10/11. The trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. There have been no similar events reported for this product lot to date. Based on the information provided, we are unable to determine a root cause. No corrective action or additional investigation is necessary at this time.

Event description:
The inserter was observed to have a crack and the trailing haptic was caught. As such, they were unable to successfully implant the lens. Although requested, additional information has not been provided.